Event description:
During an in-clinic follow-up, dislodgement was observed on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement was confirmed. The ra lead was explanted and replaced to resolve event. The patient was stable with no consequences.